Manufacturer narrative:
An investigation has been performed and the findings are as follows: DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: additionally, review of an in process video taken after loading of the main body and proximal extender devices was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance to company work instruction 211, inspection of packed sg-hbb and sg-hpe devices. Case review: original evar was performed (B)(4) 2015. The clinician has stated that the main body was positioned too high proximally and seemed to partially cover the left renal artery. Aortogram showed the left renal had flow at that time and the procedure was completed. Lombard medical's instructions for use states to ensure that the fishmouth is correctly orientated with respect to the renal arteries to avoid their inadvertent occlusion. Correctly identify the orientation of the fishmouth through the sheath of the graft before introduction into the patient. It also states to manipulate the delivery device, so the proximal end of the stent graft is aligned with the renal arteries. Place the trough of the fishmouth just inferior to the distal margin of the distal renal artery. Ensure that the fishmouth will not occlude any part of the renal arteries when fully deployed. On (B)(4) 2015, a re-intervention was performed in the attempt to access the left renal artery and place a stent, however this procedure was unsuccessful as it was not possible to place a stent into the left renal artery because it was covered by the fishmouth of the aorfix stent graft. It had been reported that creatinine levels in the patient were rising, which is a symptom of reduction in kidney health/function. As a result a second re-intervention was required to restore flow to the kidney. Update received on (B)(4) 2015 confirmed that the patient underwent the second re-intervention and a renal artery bypass was successfully performed. The patient is recovering well. In this case, the proximal neck was angled at a 30 degree peri-renal angulation and 86 degree infrarenal angulation, with no issues regarding access, calcification or tortuosity. It is evident that the clinician was aware that the stent graft was placed too high, which inadvertently occluded the left renal artery causing the creatinine levels to rise. This was successfully resolved by performing a renal artery bypass. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. The stent graft has performed as intended. No further investigation is required. IFU sections review: implant procedure states: renal complications may occur: from an excess use of contrast agents, as a result of embolic shower, from misplaced stent graft. Ensure that the fishmouth is correctly orientated with respect to the renal arteries to avoid their inadvertent occlusion. Correctly identify the orientation of the fishmouth through the sheath of the graft before introduction into the patient. Use magnification when visualising the renal landing zone to improve accuracy of placement. Take extra care in angulated necks not to displace the implant when withdrawing the delivery device. Potential adverse events related to the procedure or implant malfunction include, but are not limited to: loss of stent graft function arising from, for example, improper component placement or deployment, component migration, occlusion, infection, loss of integrity requiring surgical revision, perforation and endoleak. Renal complications, for example, acute and chronic renal failure, renal microembolism, renal insufficiency, renal artery occlusion, contrast toxicity. Warnings and precautions state: the long-term performance of this implant has not been established. All patients treated with this device must undergo periodic imaging to evaluate stent graft integrity and position, aneurysm size, and potential endoleaks and/or, occlusion of vessels in the treatment area. Significant aneurysm enlargement, a persistent endoleak, the appearance of a new endoleak, device migration, reduced blood flow through the graft, and/or decrease in renal function due to renal artery occlusion should prompt further investigation into the need for further patient treatment, including additional intervention or surgical conversion. Additional patient imaging follow-up should be considered for patients with devices that have effectiveness issues. Patient and device selection: inappropriate patient or device selection may result in poor device performance. Patients should be assessed for suitability by the prescribing physician who should take into account their knowledge of aaa surgery and endovascular aneurysm repair (evar). Risk analysis: lombard medicals hazards risk analysis has been reviewed and renal occlusion is listed in it. No further update is required. The current event rate for renal occlusion remains within clinical expectations. Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file.

Event description:
During the original procedure performed on (B)(6) 2015, aorfix main body sg-hbb-24-96-80-14 was positioned too high proximally and seemed to partially cover the left renal artery. Aortogram showed the left renal has flow and the procedure was completed. An attempt was made on (B)(6) 15 to access the left renal and place a stent but this was unsuccessful. Patient is doing fine, however patient creatinine is rising. Further information was received on the (B)(6) 2015, describing that the patient underwent a second re-intervention and a renal artery bypass was successfully performed. The patient is recovering well.